Event description:
A micro drill medium straight attachment was sent for eval due to overheating during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
The device has not been received for eval. Add'l info will be submitted once the device is received and the quality investigation is completed.